Event description:
Customer reported that they performed of inspection of pins of the instrument after surgery. Customer reported that it has been noticed the right pin is without welding. Customer suspects that it became loose most probably during work of oscillating saw due to vibrations.

Manufacturer narrative:
An event regarding weld failure and pin dissociation of the modular capture was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the event. Although the device was not returned, a photograph was provided. A visual inspection confirmed the event. One of the two cross pins was loose from the action trigger of the instrument. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final goods conformed to specification. Complaint history review: there have been similar reported events. Conclusions: the subject device has been identified as within the scope of (B)(4) and related CAPA (B)(4). A supplier manufacturing nonconformance has been identified and investigated under the referenced nc and CAPA records.

Event description:
Customer reported that they performed of inspection of pins of the instrument after surgery. Customer reported that it has been noticed the right pin is without welding. Customer suspects that it became loose most probably during work of oscillating saw due to vibrations.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer